Manufacturer narrative:
(B)(4). Three companions samples were returned to the plant for evaluation, the units were leak tested under water for leakage at 0.56 bar of air pressure, no leak was observed, the sets were then tested for gravity and results were conforming. The customer reported issue was not confirmed. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a case report 2 of 2 received by baxter (B)(4) on (B)(6) 2011 opened as a result of information received stating there were two units involved. It was reported that on (B)(6) 2011 one (1) uromatic easy flow uni-set, was involved in a leak incident, while connected to an unidentified patient. No patient harm was reported. No actual samples are available for evaluation, however the facility does have companion samples available. No additional information is available.